Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. During testing, the mobile view station (mvs) ethernet cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The ethernet panel mount was returned unused and could not be analyzed.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the imaging system did not have communication with the navigation system and there was an orange line. After the network cable was reconnected, the issue was resolved. There was no patient involvement.

Manufacturer narrative:
Additional information: the manufacturer representative clarified that the communication problem between the imaging system and the navigation system was caused by broken leads in the bulkhead connector on the navigation system. There was no fault found with the imaging system.